Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the duodenum during a procedure on an unknown date. During the procedure, the device opened and set up yet was not delivering power. A different device was used to complete the procedure. There were no reported patient complications as a result of this event. This event has been deemed a reportable event based on the investigation results, that tip was cracked. Please see block h11 for full investigation details.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf evaluation result code c070603 captures the investigation analysis of distal tip cracked. Block h11: investigation results the returned acquire needle was received for analysis. A microsope inspection revealed that one of the gold band tips was cracked. The reported event was confirmed. Based on the available information, it was determined that tip was cracked, a multimeter was used to perform a continuity test between the banana plug and the gold bands, after the crack in the tip, the gold band did not show continuity it is most likely that handling and manipulation of the device during its use, such as operational factors, the used technique for the device manipulation or by the interaction between the injection gold probe and the scope or hitting against a hard surface, this condition could affect the overall performance of the device, leading to failure to delivery energy. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.